Manufacturer narrative:
The probability that the failure will lead to erroneous results released from the lab is highly unlikely. Per plra_CAPA (B)(4)), if the malfunction was to recur on this or a similar device, it is not likely that it could result in death or serious injury.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the tarpon amplifier and signal conditioner board was defective. The fse replaced the board which corrected the signal issue. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported that the cytomics fc 500 flow cytometer was having an intermittent flowcheck signal issue. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.